Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in fair condition with a cracked housing. A cassette was attached to the device and ran with no issues. The reported issue was not duplicated. It's recommended to recalibrate the upstream sensor and to replace the downstream sensor as a preventative measure.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed a " no disposable" alarm. There was no patient involvement.